Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is a similar model. Therefore, the vivo 50 product code nou, the vivo 50 510(k) # (B)(4), and the vivo 50 UDI # (B)(4) have been used in this report.

Event description:
Dustributor in (B)(6) reported a vivo 60 ventilator stopped treatment without giving alarm. There was no harm to the patient as a result of the event, as care giver was present next to the patient. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is a similar model.